Manufacturer narrative:
(B)(4). The condition of an ipump with a broken pca connector issue was confirmed and not reproduced during product evaluation. The assignable cause was not determined due to estimate refusal by customer. No repairs were made in order to fix the reported condition.

Event description:
The facility representative reported to (B)(6) customer service that the ipump device had a broken pca connector. This was found during bio-med service during bio med testing, with no patient involvement. There was no injury or medical intervention associated with this event.